Manufacturer narrative:
Cracked head left siderail panel.

Event description:
It was reported by service report that the head left siderail panel was cracked, with fluid intrusion, but it was still operational, and it could be raised, lowered, and locked in the upright position. No pt involvement or adverse consequences were reported.